Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 8 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. The pt had low bone quality (bone type iii) and bone graft was executed.